Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. Testing revealed that the motion batteries failed to hold charge. The motion batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the image acquisition system (ias) was losing power quickly when unplugged from the wall. It was noted that the system shutdown during transit. The site representative confirmed that the site had charged the system overnight. There was no patient present when this issue was observed.